Manufacturer narrative:
The customer¿s report of an over infusion was confirmed. Review of the pcu event log shows the user programmed a custom concentration secondary infusion of oxaliplatin at 1:37 pm on (B)(6) 2018. The user entered 135 mg for the drug amount and 577 ml for the diluent volume. The rate, duration and vtbi were all pre-populated as a result of the values entered for the custom concentration. This made the dose 135 mg and the concentration 0.234 mg/ml. The rate was calculated to be 289 ml/hr with a vtbi of 577 ml to infuse over 2 hours. The calculated rate was twice the rate expected by the clinician and is the reason the medication completed in 2 hours instead of 4 hours. The volume recorded as delivered during this period was 50.027 ml for the primary infusion and 577.024 ml for the secondary infusion. The root cause of the medication infusing too fast was user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer requested an event log review for an over infusion of a chemotherapy medication. Oxaliplatin (135 mg/500 ml, vtbi = 577 ml), was thought to have started on (B)(6) 2018 at 1339 and programmed at a rate of 144 ml/hr. The medication should have infused for 4 hours, but the infusion was completed in 2 hours. No patient harm was reported.